Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that post implant operation the right ventricular (rv) lead caused cardiac perforation. A lead revision was performed and the lead was explanted and replaced with a new model. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The full lead was returned. Analysis was performed and no anomalies were found. The distal lv (low voltage) e lectrode of the lead was covered in blood. The helix of the lead was extrinsically bent. Visual summary analysis of the lead indicated damage at implant. Lead returned with the helix fully retracted, blood visible inside helix. Helix is bent slightly, but operates within specification; damaged at implant attempt.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.